Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed system pcb assembly and determined that the cause of the reported issue was the single board computer (sbc) card located on the assembly.

Event description:
The customer contacted physio-control to report that when powering their device on, it would lock-up at the initial self-test screen. As a result, defibrillation would not be possible. There was no patient use associated with the reported event.